Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was noted to have a connector design issue and the connectors were broken. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had broken output connectors. It was also indicated that the battery wire connector was loose, display wire was pinched, and the hanger assembly was broken. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.